Event description:
It was reported that the ilet bionic pancreas displayed consecutive stalled motor restarts (restart 38) leading to interrupted insulin delivery and a glucose value of 392 mg/dl was reported. The user performed a restart, completed a successful dry run to 120 units, changed all infusion supplies (inset 6 mm; new connector and cartridge), and resumed insulin delivery; the user¿s cgm later reconnected a, with the caregiver monitoring. Customer care provided support that included guided infusion set and cartridge replacement with confirmation of resumed insulin delivery. Investigation of this case revealed a motor stall event associated with insulin delivery interruption, with successful restoration after supply change and restart; the precise cause of the hyperglycemia and the motor stall remained unclear. No clinical symptoms associated with hyperglycemia reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.